Manufacturer narrative:
(B)(4). Lockout, anti-backup, feedbar connectors. Device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the antibackup mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed bar connectors were noted to be broken. A possible cause of this condition may be that the feed bar connectors got broken during the breaking of the lock out mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Device (b) was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws. It should be noted that a design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. This finding is not related with the incident reported. Device b batch g9jw99 mfg date 3-14-15 exp date 4-14-10 (B)(4) clip.

Event description:
It was reported that during an unknown procedure, there were malformed clips. One did not function. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.